Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
After an implantation period of approx. 22 months, impedance values greater than 3000 ohm were reported. During the revision procedure on (B)(6) 2016, the lead could not be explanted, so it was capped and left in situ. A new lead was implanted. No adverse patient side effects have been reported.